Event description:
Sales rep reported the following: "can you check the accuracy of the sight (ref. 1806-3212) as we had a lot of problems with it? Additional info: the aim for the posterior anterior screw was not correct." Update received 17 jun 2025. "Can you get more clarification on when it states "can you check the accuracy of the sight (ref. 1806-3212) as we had a lot of problems with it?"... "The aim for the posterior anterior screw was not correct" the posterior anterior screw arrived next to the nail. How was the issue solved? E.g. Spare part, free-hand-technique the surgeon was lucky and was able to remove the screw. He didn't put it back in."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and found to be functional in nature. The returned set targeting arm was received in overall good condition, with slight marks. We also see that the marking color is moved from white to fawn, which is caused by a high number of sterilization and cleaning cycles. A functional inspection was conducted with a sample nail adapter, nail, sleeve, drills, and it was checked at the lateral, medial, and posterior sections, and it was observed that the locking was working as it was intended. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the root cause can be attributed user related, as in the functional inspection device was found to be functional. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
Sales rep reported the following: "can you check the accuracy of the sight (ref. 1806-3212) as we had a lot of problems with it? Additional info: the aim for the posterior anterior screw was not correct." Update received 17 jun 2025. "Can you get more clarification on when it states "can you check the accuracy of the sight (ref. 1806-3212) as we had a lot of problems with it?"... "The aim for the posterior anterior screw was not correct" the posterior anterior screw arrived next to the nail. How was the issue solved? E.g. Spare part, free-hand-technique the surgeon was lucky and was able to remove the screw. He didn't put it back in."